Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pseudoaneurysm approximately two months ago. It was reported that the patient presented emergently at the hospital with complaints of abdominal pain. It was determined that the stent grafts were infected. The patient was admitted and the stent grafts were explanted. Cultures were done and came back positive for (B)(6). The physician believes the infection was likely present in the pseudoaneurysm prior to the evar. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (infection). Patient's condition affected effectiveness of device (pre-operatively infected pseudoaneurysm). Unapproved use of device (treatment of a patient with a pseudoaneurysm). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively infected pseudoaneurysm). Operational context contributed to event (treatment of a patient with a pseudoaneurysm).